Event description:
It was reported that this patient had received two separate inappropriate shocks due to t-wave oversensing. The patient was brought into the clinic and the sensing vector was changed to primary. No adverse events.